Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2014, it was reported that on several occasions the patient's transfer set separated from the luer on his infusion set. He experienced elevated blood glucose levels when this happened. No adverse event was reported. The infusion set was requested to be returned for product evaluation.